Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer continued to use the pump for insulin therapy in the interim.